Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including all functional testing, impedance calibration test, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed that the user attempted to perform a manual 30j test with a short but selected 120j energy instead of 30j. For a manual self-test to be successful, the device must be set to 30j. The device will not discharge any energy other than 30j when shorted. If the device is shorted and the selected energy is not 30j, a "select 30j energy for test" message will appear on the screen, prompting the user to select 30j. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.